Event description:
It was reported that during testing, the device would not recognize a connection of the therapy cable assembly. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a temperature sensitive integrated circuit chip, (B)(4).